Manufacturer narrative:
Data acquisition pcba (printed circuit board) to motor controller (mc) pcba cable was returned to the v60 vent for evaluation. Visual inspection of the cable revealed no evidence of damage or contamination. The data acquisition pcba to motor controller pcba cable was installed in a test ventilator in an attempt to duplicate the reported problem. The cable was tested and no failures were identified. The root cause for the customer's experience of vent inop machine and proximal pressure sensors failed error occurred could not be determined.

Event description:
During run in tests at a sales office prior to shipment, when the v60 unit turned on, vent inop machine and proximal pressure sensors failed error occurred. There was no patient involvement

Manufacturer narrative:
The unit was received at the international service center. The technician confirmed the reported problem. The international service technician replaced the data acquisition pcba (printed circuit board) to motor controller (mc) pcba cable. Unit was checked overall, cleaned and run in tests then confirmed it operated properly